Manufacturer narrative:
Based on the available information, the authorized service provider (asp) visited the customer site, checked the shock test records of the device, and confirmed that the defibrillator paddle had not been placed in the pocket. The asp replaced the paddle and repeated the shock test. The test results were normal, and the shock test functioned properly. The device is now operating normally, and all function tests passed. The device has been returned to full functionality and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a defective paddle. The reported problem was confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that the device failed to pass the defib shock test. There was no patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.